Event description:
Prior to starting a da vinci si surgical procedure, the user facility identified the insulation from the thoracic grasper stripped off as a result of an out of round cannula. The reporter indicated nothing fell in a patient. The instrument reportedly was not used on a patient after the reported issue was identified and there was no allegation of harm or injury to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed that the black tube insulation was damaged at the distal end. The insulation was gouged on one side and had various sections lifted up. A 0.125 x 0.04 piece was missing directly above the instrument's snake wrist. Site also returned a couple 5mm cannulas exhibiting damage which may have contributed to tube insulation damage (refer to MFR report 's 2955842-2013-01258 and 2955842-2013-01259. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.